Event description:
The reporter stated there was an attempt to use an aq5010v three piece silicone lens. The lens haptic tore during loading. There was no pt contact. Reporter did not know if cause was due to loading error or malfunction. The lens was discarded by the facility. No product returned for eval.

Manufacturer narrative:
(B)(4). Method: lens work order search cartridge and injector lot number search. Results: a lens work order search was performed and one similar component was found within the same work order. A cartridge and injector lot number search was performed and no similar complaint found. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim was performed. The investigation addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addresses handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens could not be evaluated because lens was not returned to staar. Based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).